Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms and loss of capture. An x-ray was performed which confirmed a lead fracture due to subclavian crush. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.